Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38x4mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 38 x 4.00mm promus premier¿ stent was advanced to treat the lesion. However, it was noted that the tip of the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 38 x 4.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. Damage was noted at the distal end of stent, some struts were lifted and overlapping. The undamaged proximal crimped stent od(outer diameter) of the remaining undamaged portion of the stent was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 7.5cm distal to the distal end of the stain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38x4mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 38 x 4.00mm promus premier stent was advanced to treat the lesion. However, it was noted that the tip of the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.